Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by our japan affiliate that a few days post transfemoral tavr, an artificial material was obtained via biopsy. A 29mm sapien xt valve was implanted via a transfemoral approach without incident. Post procedure, the patient complained of pain in the left heel which was the same side as the access site of the esheath. "There were pebbly traces which were like embolization; cholesterol embolization was suspected&#56224;since eosinophil count and renal function remained unchanged and rehabilitation walking was possible, the follow-up observation was continued. Thereafter, the inflammatory response increased and worsening of renal function was observed. A biopsy was performed at the site of the cholesterol embolization and artificial material was obtained. The size of the material was very small and could be visualized with a microscope. The pathological testing did not reveal the origin of the material. The material is being returned to edwards lifesciences for evaluation.

Manufacturer narrative:
According to the instructions for use (IFU) for the device, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. The IFU precautions the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). There are multiple patient and procedural factors that alone or in combination can cause or contribute to mobile plaque or debris during the tavr procedure. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the vasculature material, resulting in mobile debris. In this case, the exact cause of this event cannot be determined; per report, the pathology test did not reveal the origin of the material. Ten microscopic slides were returned to edwards lifesciences for evaluation. Analysis of returned slides did not reveal any rigid material consistent with the materials used in construction of the esheath. The possibility that the returned materials are hydrophilic coating is unlikely as the hydrophilic coating would dissolve in blood rather than forming emboli. There is no indication that the material on the returned slides are from the esheath or other device used in the procedure. No potential manufacturing non-conformances were identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.